Event description:
A male patient reported that after having an intraocular lens implanted into his right eye on (B)(6) 2013 he ''could not see in any direction''. The patient thought the lens had been explanted and that it was ''extremely bad''. The patient stated that his doctor told him that his lens was fine. In follow up with the patient's physician it was learned that the lens remains implanted. The implant surgery was uneventful with no complications. The patient is very non-compliant. The patient has end stage glaucoma and has stopped using his glaucoma medications. The patient has been referred to another physician for further treatment. The implanting surgeon attributes the patient's symptoms to his uncontrolled glaucoma and not the iol. The patient states that prior to the iol placement ''his eyesight was fine'' and he could pass a driving test.

Manufacturer narrative:
Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records were verified and found to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications.